Manufacturer narrative:
Implant date: is an approximation based on information provided to us.

Event description:
It was reported that at the patients 6 month check the doctor noticed that the insert screw is not connected to the tibial base plate anymore.

Manufacturer narrative:
It was additionally communicated that surgeon decided to make no actions to solve the reported issue at the moment, with patient's history being a contributing factor not to operate. Surgeon will see the patient in half a year for a check-up.